Event description:
Related manufacturer reference number: 2017865-2021-34090. It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, over-sensing of noise was found on both the right atrial (ra) and right ventricular (rv) leads. Insulation damage was suspected on the rv lead only, but was not confirmed. No additional intervention was taken. No patient consequences were reported.